Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, around 2am, the patient passed out. Prior to this the patient could not recall what the cgm device was displaying. Around noon the same day, the patient was found by a neighbor who called emergency medical services. Ems arrived and transported the patient to the emergency room. At the ER, the patient¿s cgm was reading high mg/al and the bg meter was reading 800 mg/dl. The patient was wearing an omnipod insulin pump. The patient was unsure if her omnipod insulin pump was working correctly during this event, therefore, she reported the event to insulet as well. The patient was treated with insulin injections and regained consciousness after 24 hours. The patient was discharged on (B)(6) 2025. The patient was ¿stable¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.